Event description:
Type of procedure: gastric bypass. According to the reporter: customer states that during the first fire, and a crack sound was heard. To correct the product problem, they opened another device and fired it to the tissue again. This resulted in unanticipated tissue loss. Operating time was not extended and nothing fell into the cavity. There was no bleeding.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).